Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify insulin pump error alarm and motor error alarm due to blank display. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors alarm. Customer reported that the drive support cap was normal. Customer stated they did not received motor position encoder error. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.